Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "the downstream pressure test over & over for too high numbers (19. 1-22. 4)" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was found out of calibration. The downstream tubing guide setup required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.